Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify; product ID: 3998, (lot: v009278); product type: 0200-lead; implant date: (B)(6) 2006, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that the system never worked and the leads were defective. Patient stated that within 3 months of getting the implant it stopped working and when they checked it out they said the leads are defective. Pt reported having back problems and needed an MRI. Agent reviewed information. The patient was redirected to their healthcare provider to further address the issue.